Event description:
It was reported that the patient's device is in backup vvi mode, during several attempts to download the software the telemetry kept cutting out each time and no output was noted. It was noted that the patient had a stimulator that may be interfering with the telemetry. There were no patient symptoms noted. The device remained implanted and no additional information had been reported.